Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
On (B)(6) 2025, the patient experienced hyperglycemia with a blood glucose (bg) level of 44 mmol/l (792 mg/dl) and subsequently developed diabetic ketoacidosis (dka). The patient presented with nausea and vomiting for approximately 36-48 hours prior to hospital admission. Upon removal of the pod from the abdominal infusion site, the cannula was found to be bent. In the hospital, the patient was treated with IV fluids and IV insulin therapy. The hospitalization lasted 4 days, and the patient was discharged on (B)(6) 2025.